Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and multiple back operations. It was reported that the patient had his device removed for battery depletion, but the health care provider had told him that the battery should have lasted until 2019. The patient recovered completely. The health care provider was returning the device for analysis. No further complications were reported or anticipated.